Event description:
It was reported that: the interventional cardiologist chose to perform a planned percutaneous ventricular assist device supported pci with manta closure. The physician gained access with a micro puncture kit. Then performed an angiogram in which ideal access location was confirmed. The physician then measured the access site with the depth locator. The physician then proceeded with the planned pci. After the physician completed the pci portion of the procedure , he removed the percutaneous ventricular assist device. The physician then inserted the manta sheath with no issues. The physician was met with great resistance when trying to insert the bypass tube into the manta sheath. The physician was able to get the bypass tube to go into the manta sheath but not without being met with resistance. The manta was deployed successfully and there was immediate hemostasis. Additional information: there was no harm or consequence for the patient.

Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an percutaneous ventricular assist device pvad supported pci, a 14f manta was planned for closure. Access was achieved utilizing a micropuncture kit and location was confirmed via angiogram. Deployment depth measurements were measured then the physician proceeded with the pci. Following completion of the pci, the pvad was removed, and the manta sheath was inserted without issue. During deployment, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered great resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when met with resistance. The physician was able to advance the bypass tube while meeting resistance, into the manta sheath hub and completed closure, achieving immediate hemostasis successfully. The patient did not experience any harm or health consequences from this event. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is 0.2713%. The der process will continue to monitor for any similar events.

Event description:
It was reported that: the interventional cardiologist chose to perform a planned percutaneous ventricular assist device supported pci with manta closure. The physician gained access with a micro puncture kit. Then performed an angiogram in which ideal access location was confirmed. The physician then measured the access site with the depth locator. The physician then proceeded with the planned pci. After the physician completed the pci portion of the procedure , he removed the percutaneous ventricular assist device. The physician then inserted the manta sheath with no issues. The physician was met with great resistance when trying to insert the bypass tube into the manta sheath. The physician was able to get the bypass tube to go into the manta sheath but not without being met with resistance. The manta was deployed successfully and there was immediate hemostasis. Additional information: there was no harm or consequence for the patient.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.